Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at alliance health deaconess hospital reported the (B)(4) ((B)(4) (B)(6)) was down the previous night due to communication loss. When the issue occurs, half the screen does not show the patient data and they cannot see the full data. Customer also lost full disclosure during the incident. Service requested troubleshooting/assistance. Service performed comm loss occurred after customer moved everything to a new switch. The rns port was found to be see for multicast. Different port was used, after which devices started showing properly. Issue was found to be with the rns port. Issue was resolved after system reboot. Investigation result the cns warranty began 01/17/13, which is over 6 years prior to the reported issue. Review of device history found no previously reported issues with communication loss. The root cause is determined to be incorrect port used. Issue resolved upon connecting to the correct port. This issue is not suspected to be caused by deficiency of the cns or its design. Additional information: b4. Date of this report. D11. Concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11. Concomitant medical products. The following devices were being monitored by the cns:. Switch 24 port allied telesyn: a/at-fs724l-10. Org model: org-09110a. Serial number: (B)(6). Bedside monitors (bsm) serial number: unknown.

Event description:
The customer reported that the central nurse's station (cns) experienced communication loss and lost full disclosure. No patient injury or harm were reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) experienced communication loss and lost full disclosure. No patient injury or harm were reported. During trouble shooting with tech support, they had the customer move everything from the old switch to a new switch, changed to a different port and rebooted the system, and this resolved the customer's issue. The issue was caused by the rns port (located in the switch) versus all other devices, as the rns port are set for multicast as this was the reason to the customer's issue. With the assistance of tech support once everything was moved to the new switch, changed to a different port and rebooted the system the issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being monitored by the cns. Switch 24 port allied telesyn: a/at-fs724l-10, org model: org-09110a, serial number: (B)(4), bedside monitors (bsm) serial number: unknown.

Event description:
The customer reported that the central nurse's station (cns) experienced communication loss and lost full disclosure. No patient injury or harm were reported.